Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Review of the system controller log file data from the time of the reported event showed the pump operating as intended with stable parameters and no low flow events. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: inr was supratherapeutic at 6.4. Once inr comes down an endoscopic evaluation will be performed. Egd showed no bleeding or angioectasia¿s, just salmon colored mucosa suspicious for barrett¿s esophagus. Biopsy contraindicated, normal examined duodenum. H/h stabilized once inr within therapeutic range.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 73 days. (B)(4). The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital for upper gastrointestinal (gi) bleeding, secondary to anemia. The patient reported rectal bleeding and dark stools that started 3 days prior. General weakness and lightheadedness was also reported. Occult blood result was positive. Hemoglobin was 5.2 g/dl and hematocrit was 16.1 percent. One unit of packed red blood cells was given. Repeat hemoglobin was 7.0 g/dl and hematocrit was 20.6 percent. Inr was supratherapeutic at 6.3. Endoscopic evaluation was performed; however, the source of bleeding could not be found. The patient was discharged on (B)(6) 2017.